Event description:
Complainant alleged that while a female nurse was performing the daily 200 joule shift test, with the device resting on a metal crash cart, nurse suspected that nurse rec'd an unintended delivery of energy. The complainant reported that the nurse states. "Feeling something in the hands" but wasn't sure what it was. The nurse thought nurse "was fine", but then collapsed. The complainant indicated that the nurse had an over-night stay at the facility, and exhibited some "cardiac anomalies", but was unsure if the anomalies are attributable to the event, as they may have existed prior to the event. In addition, the complainant indicated that the facility is not "100 percent certain" that the nurse did in fact receive an unintended delivery of energy. The complainant stated the nurse is now "doing fine".